Manufacturer narrative:
The return of the product was requested. If the product is returned, analysis will be performed and this event would be updated upon analysis completion.

Event description:
Boston scientific received information that this pacemaker exhibited noise. Attempts to obtain additional information were unsuccessful. This device was explanted. No adverse patient effects were reported.